Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon pinhole occurred. A 4.0 x 60, 135cm mustang¿ balloon catheter was used for dilatation. However, during first inflation, a pinhole leak at the distal end of the balloon was noted. The device was completely removed from the patient and the procedure was completed with another 4.0 x 60, 135cm mustang¿ balloon catheter. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was returned for analysis. A visual examination of the returned device identified no visible tears in the balloon material. However, when the device was attached to an encore inflation unit and an attempt was made to inflate the balloon, a pinhole leak was confirmed in the balloon material. The pinhole leak was identified over the distal edge of the distal markerband. A visual and microscopic examination found no damage to the distal markerband which could have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon pinhole occurred. A 4.0 x 60, 135 cm mustang¿ balloon catheter was used for dilatation. However, during first inflation, a pinhole leak at the distal end of the balloon was noted. The device was completely removed from the patient and the procedure was completed with another 4.0 x 60, 135 cm mustang¿ balloon catheter. No patient complications were reported and the patient's status was fine.